Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A promus premier stent was advanced to treat the target lesion and it was noted that the balloon caught on the distal edge of the stent causing it to elongate. The procedure was completed with additional stenting. No patient complications were reported and the patient status is fine.